Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an appendectomy, the endo bag containing appendix ripped upon exiting wound. Medical intervention was required but we are awaiting additional info. Another device was used without further consequences. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.